Manufacturer narrative:
The insulin pump had button error alarm and no button response due to corroded keypad traces. Device was received with cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error while sleeping. The customer did not recall any significant events leading to the alarm. Blood glucose value was 247 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.